Event description:
Reporter indicated to the manufacturer via clinical notes received that a patient was having difficulty tolerating vns stimulation and was having increased seizures. Lamictal medication was increased and the seizures improved. It is not known what to attribute the seizure increase too, or what the level of the seizure increase is compared to pre-vns baseline levels. The patient has not had any generalized seizures, only partial onset seizures. The vns generator was also reported to be at end of service, but it was unclear if the increased seizures were felt to be related to the vns end of service. The patient also had botox injections due to the painful vns stimulation without relief. It is unknown if the botox injections were performed for patient comfort or to preclude a serious injury. The vns is set to low settings. Surgery to replace the vns generator is not planned until (B)(6) 2011 at the patient's request.

Event description:
An implant card was received to the manufacturer indicating the patient had vns generator replacement surgery performed on (B)(6) 2012 due to end of service.the explanted vns generator was discarded by the hospital.